Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, before the patient underwent dialysis on the machine, it was found that there were cracks and bleeding on the luer hub. No harm for the patient. The patient condition was reported as fine. No medical intervention was required. They replaced the device to resolve the issue."

Manufacturer narrative:
(B)(4). The report of a cracks in the luer hubs was confirmed through complaint investigation of the returned sample. Visual analysis revealed a crack on the red arterial luer hub and the blue venous hub. Crazing was also noted on both hubs. Discoloration was observed on the device. Each hub was flushed successfully with water using a lab inventory syringe. A device history record review was performed, and there were no relevant findings. An investigation had previosuly been initiated to further investigate this issue. It was determined that the observed damage is consistent with damage due to solvent exposure. A project has been created within the teleflex quality system to replace the hub material. Based on the customer report and the sample received, the probable cause is likely design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2026, before the patient underwent dialysis on the machine, it was found that there were cracks and bleeding on the luer hub. No harm for the patient. The patient condition was reported as fine. No medical intervention was required. They replaced the device to resolve the issue."